Event description:
While removing a specimen from the microtome model rm 2155, the user reportedly pressed the foot pedal by accident, activating the motorized specimen cutting knife which then came in contact with the user's hand, cutting the thumb and severing the left index finger to the first knuckle. The user reportedly received treatment at a hosp emergency room to close the wounds. The emergency room physician tried to reattach the severed portion of the index finger but was unable to do so.